Event description:
The customer reported that "elbow snapped in two when mask was removed by pulling at an angle."

Manufacturer narrative:
(B)(4): results of investigation: the customer return sample was received and evaluated. It was visually confirmed that the elbows were snapped in half. The root cause of the part breaking was due to a bad molded component; it appears the mold did not fill completely. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. Our manufacturing process was reviewed and the same issue reported was identified. It was found that in attempting to correct a problem with flash without touching the mold, the load and holding were decreased on the machine. This change to the molding parameters was preventing the mold from filling completely. The force from the machine during final process assembly of the connector was causing it to snap. The mold was repaired to correct this issue. The cavity that was experiencing flash back was returned to normal operating parameters for loading and holding; this revision corrected any problems caused by the lack of filling during the molding process. Complaint identified for submission as an MDR following a retrospective review of (B)(4) self-manufactured complaints under CAPA (B)(4).